Event description:
Customer reported receiving a false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). A confirmatory sars-cov-2 pcr test was performed either on the same day or the next day and provided a negative result. Customer had no symptoms or known exposure. No additional information was provided regarding this false positive event. See (B)(4) for alternate false positive result.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.